Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with infusion set canula was bent. The event occurred in the week of(B)(6) 2024. The infusion set was in use for 6 hours. The events occurred within 3 hours of insertion. The insertion site was reported as abdomen. The blood glucose level was monitored with no specific value, but value displayed as high. The patient managed the high blood glucose by correction bolus via pump. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01309 - device 2 of 3.